Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and a confirmed e70 error alarm was noted in the history file; unable to perform the a21 error, occlusion and excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump had cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 16 mg/dl. The customer was admitted to the hospital. The customer was unable to finish troubleshooting due the nurse having his pump. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 132 mg/dl. The customer report motor position encoder error alarm. The customer was unable to rewind pump. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump alarm had prime/fill anomaly. Customer's blood glucose at time of incident was 132 mg/dl. The customer stated they are unable to exit the preparing to prime loop and stuck in rewind complete/bolus delivery loop. The customer was advised that pump will need to be replaced.